Manufacturer narrative:
The event date was estimated. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 6 months. The event occurred at (B)(6). The pump was not explanted. A correlation between the device and the reported event could not be determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a hemorrhagic stroke in (B)(6) 2016. The pump parameters were within normal range during the event. The patient was recovering well from the stroke and a decision was made to transfer the patient to advanced rehabilitation. On an unspecified date, the patient started gasping. It was reported that pump parameters were fine, but the patient's oxygen saturation and blood pressure dropped to 80% and 70 mmhg respectively. The family elected not to resuscitate the patient, and the patient expired on (B)(6) 2016. It was reported that the exact cause of death was unknown. No further information was provided.